Event description:
It was reported that at the follow up visit the left ventricle pacing lead impedance was high along with no capture in the bipolar configuration. The issue was resolved by reprogramming.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.